Manufacturer narrative:
(B)(4). The reported catheter was returned for investigation on 7/27/2016. Investigation has started and is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
Pulsion picco pressure transducer appears to have been reading falsely high for systolic blood pressure. The picco transducer was then replaced - transducer measurements then began to match the arterial line. The available information regarding the impact or consequence to the patient is inexplicit at the moment, and will be updated when further information, which has already been requested, is received. (B)(4).

Manufacturer narrative:
The involved monitoring kit was returned for our investigation. During investigation, the monitoring kit failed the functional testing (incl. Zero offset, linearity, and sensitivity sub-tests). It could be detected that cables were detached from the sensor chip and indications could be recognized, that the cover of the pressure transducer was removed and reassembled. The issue could be confirmed, but the root cause for the detachment of the cables could not be identified. A review of the DHR was not possible, as the lot number could not be provided by the customer. (B)(4).

Event description:
Further information surrounding the event was sought. A local field service technician reported that the transducer was not connecting. Both the cables and the monitor were checked, but the experienced issue was isolated only to the transducer. The event had no consequences on/to the patient health status. (B)(4).